Manufacturer narrative:
The battery compartment sleeve is crushed inwards making it difficult for the user to insert a battery. Unable to perform any of the tests--displacement, sleep current measurement, active current measurement, and self tests due to the crushed battery compartment. Unit received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The part of the battery sleeve that is crushed in lies directly underneath this crack. Inserted a test p-cap into the retainer ring, and it did lock into place properly. (B)(4).

Event description:
Information received by medtronic indicated that the hair line of back of the insulin pump was cracked. Customer also reported that they changed the battery 3 times, and they were still getting low battery and to change to the battery. The insulin pump went blank but returned with a battery failed alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.